Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: phone.

Event description:
Customer reporting 1 discordant flu result. First test was positive for flu b, second test was positive for flu a. Unknown symptom status. Confirmation testing not performed.